Event description:
It was reported that this right ventricular (rv) lead was fracture and exhibited noisy signals and high impedances out of range. Health professional discussed the patient will be just in constant monitor since the lead does not pace. This rv was reprogrammed and remains implanted. No adverse patient effect were reported.